Manufacturer narrative:
(B)(4). Device was not returned for evaluation. The following information was requested, but unavailable: what was the indication for surgery? Does the surgeon wait 15 secs prior to firing? Does surgeon use gold cartridges for the entire gastric tube formation? Procedure done open or lap? How close the pylorus was the 6th and 7th firing? Was the leak identified at the staple line? What did staple form look? How was leak addressed? Current patient status?

Event description:
It was reported that after a gastric tube formation, the amylase level was over 50,000 within 9 hours after surgery. When the patient was investigated, a major leak was found. In the initial procedure, the device was fired on the lesser curvature from the head side 7 times with ecr45d to form the gastric tube. The fired site was the side of posterior sternum. After that, a buried suture was performed for the staple line. At the 7th firing, the device was fired across the 6th staple line around the pyloric ring. The leak site was just below the bronchial bifurcation and it was close to the pyloric ring. When the fired site was checked with CT, the staple lines seemed to be proper. During the procedure, the device functioned properly. Reinforcement material was not used. As of now, the patient is being treated in ICU. No device will be returning.